Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device evaluation anticipated, but not yet begun.

Event description:
It has been reported to us that the occlusion balloon deflated during the procedure. The physician inserted the occlusion balloon into the patient and inflated the occlusion balloon to 5mm to occlude the vessel. The physician injected dye to check the occlusion and the dye flowed past the occlusion balloon. The physician pulled negative and drew blood. The occlusion balloon. The balloon had deflated. The device was removed and replaced with another to complete the case. The patient is reported to be fine.